Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that an infection occurred at the head lead position after the implant operation. It affected a lead, so a new lead was planned as a replacement to re-complete the operation on the next day. The patient was currently in good condition. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the infection resolved after lead replacement.